Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the shockpulse handpiece of the subject device was activated, it momentarily went green, device was unresponsive and then the red lights turned on. The issue was found during an in office routine test. A demo 3.76 probe was connected to test the handpiece and failed the test. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: d8, e4, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. The error light was on when the transducer was activated due to faulty transducer. Based on the results of the investigation, the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the shock pulse handpiece of the subject device was activated, it momentarily went green, device was unresponsive and then the red lights turned on. The issue was found during an in office routine test. A demo 3.76 probe was connected to test the handpiece and failed the test. There was no patient involvement.